Manufacturer narrative:
Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 197723, model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipgs revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that one of the patients ipgs could not get a charge and the patient had to charge the other ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.